Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient underwent a procedure to treat mixed etiology mitral regurgitation grade 3. The posterior leaflet was noted to be fragile and fissured more in the anterior 2/posterior 2 (a2/p2) segment. One mitraclip was placed and clip placement was checked per instructions for use. After the clip was deployed, it was noted that the clip was free from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment). A second mitraclip was deployed to reduce the mitral regurgitation and stabilize the first clip. The mitral regurgitation was reduced from grade 3 to grade 2. The second mitraclip is stable and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment (incomplete coaptation) incidents reported for this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the fragile state of the posterior leaflet, in conjunction with the fissure in the leaflet, contributed to the reported slda of the clip. Based on the information reviewed, there does not appear to be any evidence of a quality deficiency associated with this device.